Event description:
The iab was inserted into the pt on 10/1/97 at 12:15 p.m. The iab was removed with difficulty on 10/8/97 after iabp for about thirty hrs. (Event complications: none from the event-reported 11/3/97.) (Pt's current status: unk-rpt'd 11/3/97.)

Manufacturer narrative:
The product was not returned to datascope for evaluation. The item was discarded by the hosp.